Manufacturer narrative:
H3, h6). The instrument has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that during setup, the blue navlock failed to verify with any instrument tips and the navigation camera could not detect the navlock. Troubleshooting steps included verifying the instrument was correctly added in the toolcard, removing and re-adding the instrument, and changing the spheres. The problem was resolved by changing the navlock with multiple tips. There was no patient involvement.